Event description:
The customer reported the device had a note on it that stated 'do not use, unit needs to be checked out'. The customer reported the ventilator was not in use on a patient, and when the manufacturer's service technician arrived onsite to evaluate the unit the respiratory care manager could not find anyone that knew what the issue with the device was. The manufacturer's service technician was unable to duplicate any issue with the device during evaluation and testing. Upon review of the ventilator log code history a +24/+-12 volt power fail occurrence was noted during operation in normal ventilation mode 3 months prior. The customer did not report the occurrence during any previous usage and there was no patient harm reported. A +24/+-12v failure during operation may be indicative of a shut down / restart of the ventilator. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The service technician checked the power cord per the service manual and reported finding the power cord had been hot at ac outlet. The service technician replaced the power cord to address the finding. Final applicable testing was completed and passed per operating specifications.